Manufacturer narrative:
B5: event description updated g.3.4: corrected aware date for supplemental #1 product analysis:upon receipt at medtronic¿s quality laboratory, the visual examination revealed there were no anomalies noted on the valve that would have contributed to this event. No damage was noted on the stent posts. The stent height and valve height were measured and were within specification. Based on the analysis of the returned valve, no anomalies were noted on the valve that would have contributed to this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the valve and the reported information, a conclusive cause of the perforation by the stent posts could not be determined. As a possible cause, it was reported by the surgeon that the patient¿s anatomy may have been small for the valve, which may have led to the perforation. The hancock ii valve instructions for use (IFU) contains the following contraindication ¿use of the mitral valve in patients with a small, hypertrophied left ventricle may also be contraindicated because of the potential for outflow tract obstruction or perforation of the ventricular wall by the stent posts. The physician should carefully consider these potential hazards when selecting an appropriate valve substitute for such patients¿. The IFU also contains the following caution ¿take special care when implanting a bioprosthesis in the mitral position in a patient with a small left ventricle. Adequate clearance must be available to avoid contact between the bioprosthesis stent post and the ventricular wall. Repeated contact between these structures could result in perforation of the ventricular wall¿. It was also reported that the physician administered epinephrine causing the heart to beat faster and it was thought this might have led to perforation. Ventricular wall perforation in the mitral position is a potential effect that is acknowledged in the hancock ii risk analysis file with the potential failure mode as improper sizing of the patient¿s annulus. However, based on the reported information, a conclusive cause could not be determined. Given that the returned valve was acceptable, the perforation was suspected to be possibly related patient anatomy or administration of epinephrine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic mitral valve, the patient received epinephrine and became tachycardic. The surgeon stated that the epinephrine caused forceful contractions of the left ventricular (lv) wall, resulting in the stent posts of the valve lacerating the anterior portion of the left ventricular (lv) wall. The patient was taken back to the operating room the same day as the implant and the valve was explanted. Additionally, the surgeon reported the stent posts might have been too long for the patient¿s anatomy. The surgeon did not notice any obvious deformities of the stent posts. Following the re-operation, the patient required extracorporeal membrane oxygenation (ECMO) support for an unknown duration of time. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reported laceration/rupture at the position of the stent(s) occurred post implant of the valve later the same day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic mitral valve was explanted the same day it was implanted. It was reported that "perhaps" the stent(s) of the valve "hurt" the heart wall. It was reported that there appeared to be a laceration/rupture at the position of the stent(s). The patient was supported by extracorporeal membrane oxygenation (ECMO). The replacement product was not reported, and it is unknown if this happened during the implant procedure or post procedure but same day as procedure. No additional adverse patient effects were reported.